Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were loosely connected at the coupler where they connect to the patient¿s intravenous (IV) catheter which would result in a leak. The connection issue was further described as the coupler always ¿slack¿ or ¿not securely threaded¿. This was identified during patient use. There was no allegation against the patient¿s IV catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a clearlink system continu-flo solution set was loosely connected at the coupler where they connect to the patient¿s intravenous (IV) catheter which would result in a leak. (Previously submitted as an unspecified quantity) this was identified during patient use for electroconvulsive therapy (ect). (Previously submitted as during patient use) the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the male luer was observed disconnected from the intravenous (IV) that was placed on the hand of the patient. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.